Event description:
It was reported that the lead was oversensing, had noise and triggered a patient alert. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the distal conductor was fractured. The defibrillator conductor was distorted and fractured (overstress). The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).